Event description:
The customer reported, the unit is not charging the battery.

Manufacturer narrative:
(B)(4). The customer reported, the unit is not charging the battery. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.